Event description:
It was reported that loss of capture was observed via remote transmission. During follow-up in clinic, high threshold was observed. Lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.